Event description:
The customer alleges erratic results and reports back to back testing results of 258 mg/dl and 112 mg/dl on her meter. Customer states she ran the l1 control in 8/06 and that it was in range, but she could not recall value. No treatment or action required based upon these results. Return requested and replacement was sent.